Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: quadra assura, tendril sts lead, durata sts optim active fixation lead.

Event description:
Related manufacturer reference number: 2017865-2019-06369, 2017865-2019-06370, and 2017865-2019-06371. It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The connector portion of the lead was returned in one piece measuring 15.2 cm. Analysis was normal. No anomalies were found.